Event description:
The customer's mother reported via phone call that the customer had issues with the stickiness of the infusion set tape. Caller stated that the customer regularly wakes up with a blood glucose of 48 mg/dl. Customer was advised to contact their health care professional.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.